Manufacturer narrative:
Sample analysis: the device was returned with the coil detached from the delivery pusher. The most distal 3cm of the delivery pusher is broken and removed. The delivery pusher lead wires are separated from the pusher. The pusher has evidence of being torqued as the lead wires are twisted and broken. The implant was not returned for evaluation as it is within the pt. Root cause: the root cause of this complaint appears to be that the user twisted the device until the delivery pusher broke separating the implant from the delivery pusher. The IFU indicates not to rotate the delivery pusher as this may result in premature detachment and coil migration.

Event description:
It was reported that during the embolization of an aneurysm, the coil prematurely detached partially within the microcatheter and partially within the ica. The ica is occluded. No attempt was made to retrieve the coil. The pt has good collateral flow. There was no clinical sequelae.